Manufacturer narrative:
Additional information: patient, procedural and the return of the device was requested; however, the facility was unable to provide the device and did not provide any additional information. Investigation - evaluation: a review of the complaint history, device history record, documentation, specifications, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Product code correction = dqx. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that during removal of the bentson straight heparin coated fixed core wire guide from another manufacturer's balloon catheter, the wire guide became stuck and unraveled. The access site utilized during the procedure was a dialysis graft. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.